Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Software revision 2.3. (B)(4).

Event description:
A surgeon reported an incomplete flap occurred during flap creation of a patient's left eye. Reporter indicated suction was obtained and seemed adequate; however, toward the end of the treatment, during the side cut, the suction began to deteriorate. After patient was moved to the excimer laser the incomplete flap area was noticed. The surgeon opted to manually open an additional section of the flap, which exposed enough area to complete the excimer treatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).